Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37751, serial# (B)(4), product type: recharger. Device was returned and no analysis result yet. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information form patient was received. Patient stated the replacement of desktop charger worked and patient was able to charge as normal. It was noted all issues of ins was depleted and unable to charge had been resolved. No further complication and event were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37751, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial # (B)(4)) found that connector pin bent. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37751, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported the ins recharger (insr) wouldn¿t charge when plugged into the wall, now her ins is depleted because she couldn¿t charge her implant. Patient stated the cord looked fine, but maybe the pin was a little loose. A replacement insr would be sent to patient. It was noted recharger would not charge and connector seemed okay. Additional information was received from patient on (B)(6) 2018. Patient stated she received the replacement insr and was able to charge ins, but the new insr was not taking a charge and patient thought the issue was the desktop charger. A replacement desktop charger would be sent to patient. It was noted patient just received a recharger and it still didn¿t charge. No further complication and event was reported.